Event description:
Information received indicates the left intermediate siderail is not latching.

Manufacturer narrative:
The technician found the bent siderail arm was preventing the siderail from latching. The technician replaced the siderail arm to repair the bed.